Event description:
Caller reported experiencing alarm 2 followed by alarm 26 with the device, indicating occlusion issues. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and was stable. Customer received instructions to address the alarms, including disconnecting the tubing and delivering boluses. Occlusion alarm recurred multiple times, and corrective steps were repeated until a 9-unit bolus was successfully delivered with a new cartridge. Customer was advised to replace supplies as needed and continue insulin use, with a follow-up requested for further assistance if necessary.